Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left total knee arthroplasty. Approximately 5.5 years post-op, the patient was revised due to pain and swelling. During the revision, the surgeon noted osteolysis and confirmed tibial loosening and subsidence. The initial patella was retained, and all other components were revised without complication. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 66017569 - palacos cement - (B)(4). 66017569 - palacos cement - (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery and was revised due to unknown reasons approximately 4.5 years later. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 00596401751 - femoral component option size g left compatible with lps-flex prolong - 63848326, 00596405010 - articular surface size gh 10 mm height use with plate 7 - 63815873, 00597206541 - all poly patella standard cemented size 41 mm diameter 10.0 mm thickness - 62201575. G2 : foreign country : united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00023, 0001822565-2024-00298, 0002648920-2024-00023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient reported mild to moderate swelling and pain in the anterior knee joint and foot and giving way, good rom but some pain at full flexion, ligaments stable. Revision notes noted ''massive osteolysis, tibial component loose and removed with no debridement of cement and no cement attached to baseplate''. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.